Event description:
The manufacturer received very limited information from a distributor in (B)(4) reporting an adverse event. It's reported a patient received a tecnis multifocal intraocular lens (iol) implant in the left eye in (B)(6) 2009, model and serial number of the lens are unknown. The lens was implanted in response to the patient's complaint of poor near and far vision following lasik surgery on this same eye. Immediately following lasik surgery his far vision was 20/80 and near vision 20/40. One year after the lasik surgery, the patient's vision was 20/20 far and 20/40 near. Following the iol implant, the patient reported myopic astigmatism and visual disturbances both near and far. Three months after implant of the iol, the surgeon performed a flap type excimer laser ablation, but corrected epithelium was weak. Patient is currently reporting his near vision is poor and he is wearing reading glasses. He continues to experience visual disturbances and reports a diminishment in his quality of life.

Manufacturer narrative:
No identifiers known. The multifocal lens remains implanted. As no identifiers are known we are not able to review manufacturing records. The cause of this event is undeterminable and our investigation is inconclusive. The manufacturer's report # for the lasik is 3006695864-2011-00068 all information available is included in this report. Lens remains implanted.